Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) air-eliminating 1.2 m solution filters cracked which resulted in fluid leaks. This issue was observed during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/12/2021.

Manufacturer narrative:
The actual device was not available; however, forty-three (43) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Tip protector removal testing was performed, and no issues were noted. Burst leak testing, vent leak testing, and flow rate testing were also performed, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.